Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with the naked eye noted that the pouch was open along both sides. The top of the pouch was also open. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a "package without seal". This was observed prior to patient use. The transfer set was replaced. There was no patient involvement. No additional information is available.